Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pacemaker implant procedure. During the procedure, the right ventricular lead could not be fixed to the patient's right ventricle. After some attempts, the physician tried to remove the lead but was unable to remove the helix from the patient. The lead was capped on (B)(6) 2021 and a new lead was implanted. The patient had no adverse consequences.

Event description:
New information received notes the product cannot be explanted due to patient anatomy and it was not attributed to a product anomaly.